Event description:
Additional information from the manufacturer representative (rep) reported that the patient did not like the rechargeable implantable neurostimulator (ins) because of recharging frequency. The recharging was also causing an uncomfortable response and painful stimulation feeling.

Manufacturer narrative:
Concomitant products: product ID 64002, lot # n257925, implanted: (B)(6) 2010, product type adapter; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v044341, implanted: (B)(6) 2007, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v044341, implanted: (B)(6) 2007, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A consumer reported that starting on (B)(6) 2015, the patient whose indication for use is essential tremor and movement disorders had felt an unexpected surge feeling one evening which affected the back of the neck and to a lesser extent the right arm. When the patient had woken up the following morning he was not receiving the same level of therapy. The patient had severe tremor related to essential tremor and a suspected cerebellar tremor; even with benefit patient gets from deep brain stimulation therapy the patient still had tremor symptoms. With the device off the patient the patient had very severe symptoms that threaten the patient's overall health. Patient's symptoms are chronic and continuing. Following physician interventions, the patient had still felt the same surge every day when charging the device and occasionally when not charging the device. Headaches had routinely followed each surge. It was unknown what had led to the event. Impedance was checked and was ok. The voltage was lowered and settings were re-worked back to a good level of therapy. Blood tests were also ordered. The patient was given a sedative for short-term symptom control. The patient had gone to a specialist who had run multiple diagnostics; including impedance, manual manipulation and x-ray; results were inconclusive. The patient was very uncomfortable when electrode impedance are run because stimulation shuts off briefly and the patient had a return of symptoms. The rechargeable device was replaced with a primary cell device on (B)(6) 2015 due to the patient having difficulty recharging due to underlying tremor that exists even with deep brain stimulator therapy. It was unknown if the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the neurostimulator, serial # (B)(4), found it functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.